Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during during transport with patient, the cardiosave intra-aortic balloon pump (iabp)  stopped pumping, an autofill procedure was started but would  not complete. Iabp was turned off and back on to resume therapy. There was no injury or death reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) found that the unit stopped pumping, an autofill procedure was started but would not complete. Unit turned off and back on to resume therapy. Firstly removed and replaced safety disk due to hours, checked units calibrations and all were in spec. Customer stated unit was running for quite awhile before issue occurred. Fse compressor output test for quite awhile to simulate therapy. Units drive was fluctuating in and out of spec. He removed and replaced drives tidal volume disk, regulator,drive, safety disk,drive side) as required unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.